Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support assisted the caller with resetting the pump, resolving the issue, and ensuring that the malfunction code did not recur. The customer was informed to continue using the pump and to contact support if the malfunction recurs.